Event description:
The customer reported a fluid leak when using the unicel dxh 800 coulter cellular analysis system. The customer identified a clot in valve vl201 on (B)(6) 2014. The customer also reported error conditions of background failures on daily check procedure, ls offset exceeded operating limits, and flow cell dc voltage exceeded expected range. On (B)(6) 2014, the customer identified the leak near valve vl201. The leak was described as a few drops and was contained within the instrument. The operator was wearing personal protective equipment of lab coat, eye protection, and gloves. There was no biohazard exposure to mucous membranes or open wounds. There were no erroneous test results with this event. There was no death, injury or affect to user or patient treatment.

Manufacturer narrative:
On (B)(4) 2014, the field service engineer (fse) evaluated the instrument and found quick disconnects under valve 201 were loose. In addition quick disconnects #2 and #5 on the flow cell tubing harness was loose. He tightened quick disconnects and checked all other connections. No further leaks were observed. (B)(4).